Event description:
The customer reported that a pinhole in the cuff was discovered during pt use. The customer could not confirm if extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4) is not distributed in the u.s., however; there is a device of essentially identical design distributed in the us. Please refer to 510k# k871204. No sample is expected to be returned for evaluation. Without the actual complaint sample being returned and the lot number of the product, a full investigation cannot be carried out. If the sample is received at a later date and/or if significant info becomes available related to this report, a summary will be provided in a supplemental report. Info has been added to the database for trending purposes.